Event description:
Reportedly, on (B)(6) 2022, the reply dr (sn: (B)(4), implanted on (B)(6) 2013) was replaced with the eno dr (sn: (B)(4), for normal battery depletion (fourth replacement). During the replacement, the rv lead was closely fitted to the reply dr, which required some force to pull it out. After that, the doctor tried to connect to the ventricular port of the pacemaker. However, the lead connector pin never protruded beyond the connector block (it was confirmed that the setscrew was loosened). So it was tried the same with a another pacemaker, but the result was the same and the lead connector pin could not be inserted all the way into the ventricular port. The ra lead connection was no problem. Since the patient had a ventricular pacing rate of 0%, the rv lead was incompletely connected and re-intervention was completed with atrial pacing application.